Manufacturer narrative:
Investigation: bd received actual sample. Returned material showed reported defect - yes. DHR- hourly inspections are performed and documented. At blisterpak there were 26 inspections on 208 parts and at print/assy there were 26 inspections on 1300 parts with zero defects found. Batch size was 179,200. Conclusion - confirmed: bd was able to duplicate or confirm the customer's indicated failure mode. Root cause - possible broken plunger rod occurred when the plunger rod and stopper subassembly are pressed into the syringe barrel and a misalignment between the barrel and subassemly occurred. Or possibly when plunger rod is traveling down chute from mezzanine to product line and chute was running empty the rods are dumped with too much force causing cracking and breakage. Non-CAPA corrective actions - yes. On 07/17/17 quality alert training was sent out to make sure that when chute's are empty due to line clearances... Etc... Then the rods must be slowly lowered with a plug vs. Just dropping them down the chute, sensors were added 01/2017 to notify the operators when chute is low on product.

Manufacturer narrative:
Medwatch (B)(4), date of report 8/15/2017. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the tip of the 30ml bd¿ entral syringe w/univia connector broke off during use. No reported medical intervention or serious injury.